Event description:
A sudden motor stop occurred during the night. Critical alarms were observed. The estimated eri (early replacement indicator) was still 18 months. Eighteen hours later, the pt did not show withdrawal symptoms even though he had been receiving 964 mcg/day of baclofen (2000 mcg/ml) via the pump. A rotor test was done on (B)(6)2010; the rotor did not move. As of (B)(6)2010, it was decided not to replace or explant the pump because the pt had no withdrawal symptoms. The treating physicians planned to observe the pt to determine if there was a difference between the pt's status before and after the pump motor stopped.

Manufacturer narrative:
(B)(4)